Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.1, lab: 2.5; (B)(6) 2011, 1.0, 1.9. Meter and lab testing were done within one hour.

Manufacturer narrative:
Investigation pending.